Manufacturer narrative:
The unit was received with critical pump errors (open book image) and pump error was present in history and trace files due to corrosion on force sensor. Unable to perform self, displacement, rewind, basic occlusion, occlusion, prime, force system sensor, sleep and active current measurement due to critical pump errors. Unit received with cracked case on battery tube area, cracked battery tube threads, scratched casing,minor scratches on lcd window, scratches on display window cover,pillowing keypad overlay, damaged keypad overlay texture, cracked up and down arrow buttons on keypad overlay, faded serial number label, missing end cap address label, corrosion on all electronic assemblies and moisture on motor assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is faulty and is cracked on the backside of the pump. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.